Event description:
Boston scientific latitude alerted our office on (B)(6) due to error code 1003 was present stating "battery voltage was too low for projected capacity. Boston scientific technical services were contacted and said the battery was malfunctioning and recommended replacement as soon as possible, within seven days. Previous check on crt-d was completed on (B)(6) and battery estimated 6.5 years remaining at that time.